Event description:
A hip arthroplasty was revised approximately 9 years post operatively. Pt had an osteolytic lesion beneath tibial base plate.

Manufacturer narrative:
The tibial insert condyle dish surfaces had indentations and scratches consistent with use, handling and removal. The posterior portion on one condyle was pitted and delaminated. The area of loading was remarkable and the location was consistent with off axis loading of the insert. The wear pattern of the posterior spine and the posterior condyle wear are also consistent with asymmetric tracking of the femoral component against the tibial insert component.